Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that a blood leak was occurred at the luer lock connector of hls cannulae. Failure was detected during treatment and customer changed the product. No harm or death to any person was reported. Sample investigation could not be performed since the product cannot be shipped due to china custom regulation. However, photographical evidence was provided which shows the reported failure and based on this, complaint could be confirmed. The reported failure could be linked to the risk assessment and control of hls cannulae and the probable causes are associated to: manufacturing: - use of wrong or out-of-spec materials - wrong materials or wrong amount used in production. Materials, components or device compromised during production. User error ¿ lack of attention during device handling: - mechanical damage of cannula connection during removal of fem cap - mechanical damage of cannula due to inappropriate fixation. These root causes could not be confirmed. The production history record (DHR) of the affected be-pal 1723#be-hls cannula 17f al with lot# 3000398773 was reviewed on 2025-02-21. According to the DHR results, the product be-pal 1723#be-hls cannula 17f al passed the defined manufacturing and final release specifications. Further, the incoming inspection report review has been performed for affected component ¿700000285, 00285#konnektor 3/8 x 3/8 ll¿. The incoming inspection report (batch # 3000371314) of the affected component ¿700000285 / 00285#konnektor 3/8 x 3/8 ll¿ was reviewed on 2025-02-25. The connector was checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when future information becomes available.

Event description:
It was reported that a blood leak was occurred at the luer lock connector of hls cannulae. Failure was detected during treatment. Customer changed the product during procedure. Complaint # (B)(4).